Manufacturer narrative:
A philips remote service engineer (rse) recommended the customer run an audio test under the diagnostic menu and clear the error message. The customer informed philips they will be taking responsibility to servicing this monitor. Good faith efforts (gfes) were sent to the customer to learn more about the issue; however, information was unable to obtained. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was confirmed. The customer has been notified to contact philips for any follow up. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction error message. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.